Manufacturer narrative:
Customer phone number: (B)(6). No patient involvement.

Event description:
It was reported to philips that the device was not starting. The device was in use at the time of the event. The error occurred during set up of the device for use. There was no delay to patient therapy as a standby ventilator was available for use. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse confirmed the issue and found error code 1201 (alarm message: patient circuit occluded) on the device. The fse replaced the motor controller pcba to resolve the issue. The device successfully passed performance specification testing after the repair was completed and was returned to service. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The device was not being used for treatment when the reported event occurred.